Event description:
It was reported that the atrial lead exhibited high impedance and unacceptable thresholds. The lead would be revised during a device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.